Event description:
The patient reportedly used the suspect device to check blood glucose and the result was 304mg/dl. Patient administered 8 units of r insulin and approximately two hours later patient felt ill and called the paramedics. Patient then passed out prior to the paramedics arrival. The emt's tested patient's blood glucose at 18mg/dl. Patient was then given a glucose IV and was fine. Level 1 and level 2 glucose controls were later used on the system and both controls were within range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.